Event description:
It was reported that the lens haptic of a competitor's lens was broken using the indigo-p injector. Additional information has been requested, but to date none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.